Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Additionally, pump battery could not be charged. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. Customer used an alternate cable to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.